Event description:
It was reported that the patient had pain from having the device. Also it was reported that the physician decided the patient no longer requires the device. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.